Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2005. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had elective replacement indicator (eri) due to high battery impedance and pacing failure. It was also noted there was a pacing failure with the right ventricular (rv) lead. The ipg was reprogrammed explanted and replaced. It was also noted there was a pacing failure with the right ventricular (rv) lead. The lead was replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.